Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical affairs specialist (mas) spoke with the patient five days later and obtained the following information. The patient reported that the alleged issue began on an unspecified date in 2008. The patient stated that she began to use the subject meter the month prior. On the morning of two days prior to original date, the patient stated she obtained blood glucose readings of "229 and 373 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient claimed that she had 3 or 4 "lows" before she suspected a problem with the subject meter. On an unspecified date/time in november, the patient alleged that she developed "symptoms of feeling shaky, sweaty and had loss of peripheral vision. The patient associated these symptoms with low blood glucose and in reponse to the symptoms she reportedly treated herself with food and/or drink. The patient claimed that she probably developed the symptoms as a result of administering too much insulin (novolog mix) based on the subject meter's reading. The patient reported that she administers her insulin based on her sliding scale; however, she could not recall the actual result obtained on the subject meter at the time that event took place. The patient could only confirm that she developed the low symptoms within hours after administering the insulin (dose unknown) based on her sliding scale. At the time of troubleshooting, the customer care advocate (cca) confirmed that the patient was applying the sample correctly and cleaning the puncture area properly. The cca also confirmed that the subject meter was coded properly and that the test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
A2 (date of birth) not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.